Event description:
Upon removing the stent from the pt on (B)(6) 2013 the physician noticed that the stent appeared to be torn and that esophageal tissue had grown through the stent. The physician was able to successfully remove the stent from the pt. The physician believes that the tear in the stent was a result of manipulation of the stent during the original placement procedure while trying to free the deployment system. The user did not provide the catalog number of the stent used or a lot number. The catalog number provided in this report is an estimate.

Manufacturer narrative:
Device eval: suspect device has not been returned for eval. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A f/u report will be submitted when the eval has been completed.